Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, "one leaflet did not work properly." Patient impact was listed as "prolonged surgery, repeated surgical procedure, explantation of failed valve."

Manufacturer narrative:
The returned valve was evaluated via microscopy and visual, 614 proof test, static leak test, inspect visual functional, dimensional inspection (cmm), and bind test. The valve was cleaned and processed through sub-assembly inspections and component dimensional inspection. The DHR review and this sample evaluation indicate that the valve meets all specifications. The returned valve was not remarkable. The results of this evaluation suggest that this valve meets all dimensional and functional inspection. It is likely that the suspect leaflet was being prevented from moving by physiological interference. A review was performed of the available information. Onxmc-25/33 sn (serial number) (B)(4) was implanted (B)(6) 2016, presumably in the mitral position, though this is not explicitly stated. The valve was explanted at surgery because "one leaflet did not work properly." No additional insight was provided by the surgeon to suggest a source for the leaflet dysfunction. Manufacturing records show valve was made within acceptable dimensional and functional specifications. The explanted valve was returned to the manufacturer where it was cleaned. Visual inspection showed nothing unusual. Functional inspection remained within acceptable limits. Upon disassembly, dimensional inspection was also found to be within specifications. As the returned valve showed no damage, nor functional or dimensional irregularities, the most likely cause is physiological interference. However, we do not have enough evidence to make that the only possible candidate, so the final analysis is ultimately inconclusive. The instructions for use indicate that explantation is a possible consequence of a complication, in this case prosthesis dysfunction, either structural or nonstructural. The reported complaint described a failure mode "leaflet did not work properly" or as described in the dfmea, "leaflet impingement" that, in-vivo, would result in excessive leakage resulting in high regurgitation and result in significant risk to the patient. The root cause for the reported event is unknown; however, as the returned valve showed no damage, nor functional or dimensional irregularities, the most likely cause is physiological interference. A review of manufacturing records indicates that the valve met specifications upon release. There is no indication that an error or deficiency occurred at cryolife and the IFU adequately communicates risk.

Event description:
According to the report, "one leaflet did not work properly." Patient impact was listed as "prolonged surgery, repeated surgical procedure, explantation of failed valve."